Event description:
It was reported that the patient was experiencing pain at the implant site. It started to occur 4 days prior and the patient could not even walk on her leg for the past 2 days. The patient had been unable to sleep in those 2 nights as it hurt so badly. It was only down one leg and was on the side where her implant was. The patient had turned her stimulator off. It was further reported by the patient¿s physician that the patient had a left lumbar transforaminal steroid injection on 2014 (B)(6). It was stated that the pain went down the left leg to the left foot. The stimulator had made the pain worse. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# v483090, implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v508213, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).